Event description:
It was reported the pink slide did not move forward and the cannula deployed, indicating the needle mechanism did not function as intended. The patient's blood glucose levels rose to 17.4 mmol/l (313.2 mg/dl) while wearing the pod on the abdomen for between 4 and 24 hours. A correction was delivered for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed that the pod ran for 3490 pulses and delivered boluses before deactivating. No errors or abnormalities were observed. The needle mechanism assembly showed no damages or deficiencies that contribute to a needle mechanism failure. The needle mechanism was reset and deployed; no issues were observed. Therefore, no problem was found regarding the reported needle mechanism failure event.